Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump would not turn on after replacing the battery. Customer reported noticing that the positive terminal in the battery cap was bent. Customer reported that when he bent it back into the proper shape, the insulin pump regained power. Customer reported that the insulin pump returned a battery out limit due to him forgetting to replace a low battery the day before the call. Customer was shipped a replacement battery cap in an attempt to correct the blank display issue. Blood glucose level was 209 mg/dl at the time of the call. No further information was provided.